Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, in addition to procedural factors (slightly canted deployment of the valve), patient factors (mild native annular calcification, moderate mac) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, a 23mm sapien 3 valve was deployed slightly canted with moderate paravalvular leak (pvl). A second sapien 3 valve was deployed. The procedure was performed under conscious sedation. Following percutaneous access of the left femoral artery, a 14fr esheath was inserted without incident. Balloon aortic valvuloplasty (bav) was performed to determine the appropriate sapien 3 valve size. A 23mm sapien 3 valve and commander delivery system, prepared with nominal volume, were advanced through the esheath and deployed. Post deployment fluoroscopy showed that the valve appeared lower on the lcc side at 70:30 aortic/ventricular (a/v) versus the ncc side at 80:20 a/v. Moderate pvl was also observed on echo. Post dilation of the valve was performed with an additional 1.5cc of contrast. Moderate pvl was still noted. A second sapien 3 valve was then prepared and deployed with the top/first row of stent cells proximal to the initial valve. Trace pvl, with a post pressure gradient of 6 mmhg was noted. The procedure was completed without further complications and the patient was transferred to the unit in stable condition. The native annulus measured 21.4mm x 25.2mm by CT with a valve area of 417.6mm2. Mild annular calcification and no aortic root calcification was reported. Mild lvot calcification was also reported.

Manufacturer narrative:
(B)(4). Information was received that the previously reported sapien 3 valve serial number and device information was not correct. The device information has been updated.